Event description:
Customer was hiking and had a blood glucose reading of 120. The customer began to feel unwell, returned to the car, and began to drive. Thirty mins later customer stopped and contacted the paramedics. They received a blood glucose reading of 48. All readings were taken on the finger. Customer had some nice syrup and required no further treatment, but was unable to drive self home.